Event description:
It was reported that the user experienced sustained hyperglycemia with a fingerstick blood glucose of 491 mg/dl approximately 2 hours after a declared meal while using the ilet bionic pancreas; customer support guided the user to perform a fill-tubing check to confirm insulin delivery, observed drops from the infusion set, and advised continued monitoring for correction. Investigation included customer interview and technical support review. Further investigation of this case revealed that insulin delivery through the infusion set was confirmed, and no device malfunction was identified. There was no user reported symptoms, and no reported clinical manifestations. Outcomes included no medical intervention beyond device-guided troubleshooting and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia with an unclear cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.